Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the his lead "pulled out" when the catheter sheath was cut. A new catheter was used to reposition the lead, but placement attempts were unsuccessful. The patient began to exhibited parasympathetic nervous symptoms due to the long operation time, so the physician chose to explant and replace the his lead. No further patient complications have been reported as a result of this event.